Manufacturer narrative:
(B)(4). The lead was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was an attempted implant as it would not deliver pacing therapy. Conductor damage was noted near the pin on the lead body. No adverse patient effects were noted.

Manufacturer narrative:
(B)(4). The lead was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the coils are slightly parted/stretched at 16.5 cm and 17.3 cm from terminal pin. These damages appear to be from suture sleeve tie-down; grooves on the suture sleeve corresponding to deformation on coils. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead.